Manufacturer narrative:
An invalid manufacturer lot code was provided. With no means to ascertain the asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported that the tampon strings were missing from all the tampons in the boxes she purchased. She used one tampon and was able to manually remove the tampon. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful.